Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, downstream occlusion and system error ec 306 were not reproduced. The device was tested with downstream occlusion test and it was passed. A review of event history log revealed downstream occlusion and single occurrence of ec 306. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of both issues was determined to be the force sensor was out of calibration. The force sensor requires to be calibrated to address these issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion and "system error 306- downstream reading out of range (high)" during patient infusion set up in the general care area. There was no report of patient injury or medical intervention associated with this event. And testing in the biomed area. No additional information is available.